Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Concomitant medical products: other relevant device(s) are: product ID: bi71000849r, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while performing a planned maintenance (pm), the imaging system would not boot as it would display "system booting, please wait" and would not progress past the prompt. There was no patient present when this issue was identified.